Manufacturer narrative:
Three attempts were made to retrieve the device for evaluation but the device was not returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: no live video output. Probable root cause: cables, connectors, sources, or sinks, capture card, motherboard, power supply, sdc firmware, over-heating (air duct, fans, heat sinks, dust, vents), sdc application software [cor, ip], clarity package, clarity algorithm, use error, cybersecurity - assets - video input/output, video routing, teleconferencing/calls/video streaming, esp software. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that issue was constantly intermittent communication with monitor. The delay was approximately 10 minutes, and the patient was not harmed.

Event description:
It was reported that issue was constantly intermittent communication with monitor. The delay was approximately 10 minutes, and the patient was not harmed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.